Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer reported to physio-control that their device will randomly power itself down and this has occurred multiple times. The device did power itself off while in use on a patient; however, there were no adverse effects to the patient. The customer did not provide any further information on the patient related event.